Manufacturer narrative:
Sequencing results interpretation: the molecular presence of both cytosine and thymine at the polymorphic site indicative of the ss antigen would normally represent a s+s+ individual,2. No other polymorphisms were observed that would explain the discrepancy however sequencing for other sites in the gypb gene were unresolvable which may be consistent with a hybrid or deletion event. Molecular events affecting expression, including gyp hybrids, are listed as limitations in the precise type hea molecular test package insert. [(B)(4)].

Event description:
The customer reported a possible discrepancy. The donor is s+ using the bioarray hea molecular beadchip kit; serology results were s-.